Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred, causing the customer to experience diabetic ketoacidosis, nausea, lack of responsiveness, and vomiting. Customer declined further troubleshooting with tandem technical support (cts) in regards to the occlusion alarms. Cts recommended customer contact emergency services, however customer refused. Reportedly, the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 164 mg/dl.